Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) and se2367 (fail safe shut down) alarm occurred on the homechoice (hc) machine during dwell 1. The baxter technical service representative (tsr) explained the alarm to the caregiver (cg). The cg was cleaning and disconnected the bag. The cg had already cycled the power to get the se 2367. The tsr advised the cg to start over with new supplies and that the patient's pd nurse (pdn) should be notified of the event. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A system error 2240 occurred as a result of use error - solution bag was improperly disconnected during therapy. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and for returning to therapy after the emergency disconnect procedure. Should additional information relevant become available, a follow-up will be submitted.